Manufacturer narrative:
The available information suggests this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product developed an infection following a normal device replacement procedure. The patient self treated the infection with over the counter medication and talc powder, which resolved the infection.